Event description:
The manufacturer received information alleging a service failure condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, the customer's complaint was confirmed. The touch screen was found to not work and error codes were found in the log. It was determined that the system board would need replacement, but decision was made for device to be scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.